Event description:
It was later reported by the mother that the patient's wound had dehisced in tandem with this reported infection. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had their vns system explanted due to infection at the neck and chest sites. It was reported by the physician that the infection is believed to be due to an immune condition which causes the patient to reject foreign objections. The patient has had repeated history of device rejection. The physician does not believe vns is the cause. It was noted that when the patient was implanted, a slow release anti-microbial mesh was used to cover the generator and infection still occurred. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.